Event description:
During removal of the angiogaurd device the patient developed a sudden onset of neurological deficits of reflex change and left hemiparesis or hemiplegia associated to hypotension, which required the administration of levophed. The patient is a male who was consented to the study. Medical history included hyperlipidemia, severe aortic mitral valve disease and CABG and aortic valve replacement, coronary artery disease, diabetes mellitus, hypertension. The index procedure was completed in 2008, and patient was asymptomatic. The target lesion location was the proximal right internal carotid artery. There was no occlusion of the contralateral carotid. Reference vessel diameter was 8.0. Target lesion diameter stenosis was 85% with lesion length 20mm. Total length of stented segment is 30mm. Characteristics of the vessel are unknown. Geometry of the lesion was described as eccentric. Pre-dilatation was performed. An angioguard distal protection device was used and there were no technical problems with the device. It is unknown if upon retrieval of the angioguard device there was no debris found in the basket. A precise stent was placed for treatment of the target lesion. There was no malfunction with the stent. The stent was post-dilated. The final target lesion percent diameter stenosis as 10%. Act was measured at 218.0. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. It was noted that during removal of the angioguard device the patient suffered a neurological deficit of reflex change and hemiparesis of the left side related to hypotension. The patient was treated with levophed and the deficits resolved in 5 minutes. The diagnosis was a transient ischemic attack (tia). The onset was sudden and recovery was full. The patient was discharged the next day.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2008-02703 and 1016427-2008-00305.